Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer is using the pump for insulin therapy although the customer has manual injections if necessary. Customer¿s blood glucose was 179 mg/dl.